Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
Customer reported that the insulin pump returned a button error alarm during bolus. Customer reported that the buttons were not working properly. Blood glucose level was 183 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.